Event description:
The artifact was identified on the ge lightspeed vct scanner located at (B)(6) in (B)(6). This was a very unusual system defect that caused subtle and intermittent artifacts that mimic some type of pathology in the brain.